Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects on the plastic distal end cover, control unit dirty due to water leakage and due to a dent on the instrument channel, the forceps could be inserted smoothly. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign objects on the plastic distal end cover, control unit dirty due to water leakage and due to a dent on the instrument channel, the forceps could be inserted smoothly. A root cause could not be identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. A root cause could not be identified for forceps insertion error. Based on the results of the investigation, it is likely the following led to the malfunction: known inherent risk of device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.